Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Analysis showed the sewing ring was damaged, likely occurring during explant. Blue and white multifilament sutures remained attached to the sewing ring. The valve was slightly distorted. Tears and abrasions through the free margin and lunula of the right, left and non-coronary cusps are consistent with historical findings for long suture tail wear and contact with the bias cloth. The start of a commissure dehiscence was observed on the right left commissure; possibly due to separation of the layers of aortic wall behind the commissure. From the inflow, a layer of pannus was noted on the base stitching and encroaching up to 4mm of the right cusp, 6mm of the left cusp and 3 mm of the non-coronary cusps and into all inferior coaptive areas. A large remnant of pannus remained attached to the back of the left non-coronary stent post. Radiography revealed marginal calcification on the right cusp, adjacent to the right left commissure. Based on the analysis, the high gradients and mild regurgitation likely occurred due to stenosis, secondary to pannus overgrowth, that restricted the leaflets from opening. The noted tears on the leaflet were associated with leaflet wear on the bias cloth and contact with the suture tail. Deflection of the stent posts can result in more contact of the leaflet onto the cloth/long suture tail due to the altered position of the outflow rail and stent posts. The tear and abrasions seen in the explanted valve may have been a result of the altered position of the outflow rail since the position of the deflection resulted in the narrowing of this outflow rail opening. Exactly when and how the stent post deflection occurred cannot be determined. Prior to release for distribution, each mosaic valve is visually verified that there is no irregular bending of the commissure supports (stent posts), and this valve was documented to have passed the inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection of the returned valve revealed the sewing ring was damaged, which likely occurred during explant. The valve was slightly distorted. All leaflets were in the closed position. All leaflets were slightly stiff yet flexible except where host tissue was present. There were tears and abrasions through the free margin and lunula of the right, left and non-coronary cusps, which is consistent with historical findings for long suture tail wear and contact with the bias cloth. The start of a commissure dehiscence was observed on the right left commissure; likely due to separation of the layers of aortic wall behind the commissure. The right non-coronary and left non-coronary commissures were intact. From the inflow, there was a layer of pannus on the base stitching encroaching up to 4mm of the right cusp, 6mm of the left cusp and 3 mm of the non-coronary cusps and into all inferior coaptive areas. A large remnant of pannus remained attached to the back of the left non-coronary stent post. There was pannus on the back of the right non-coronary stent post, extending bilaterally and traces of pannus on the back of the right left stent post. An unknown amount of pannus appeared to have been removed during explant. Radiologic evaluation revealed marginal calcification on the right cusp, adjacent to the right left commissure. Conclusion: investigation is ongoing, a supplemental report will be submitted should any new or additional information become available. Added: expiration date, serial number, UDI to field d updated coding to field h medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years post implant of this bioprosthetic valve, the valve was explanted and replaced with a mechanical valve due to high gradients and mild regurgitation. No additional adverse patient effects were reported.